Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's caregiver reported via phone call that they were unable to remove the old reservoir out of the insulin pump. The customer was going to change the reservoir and took the cap off of the reservoir while it was in the insulin pump. They rewound the insulin pump with the reservoir in the insulin pump. They had tried everything to get it out. The customer's blood glucose level was 135 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.